Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) is experiencing communication loss issues with the remote monitoring station (rns). The central nurse's station (cns) is able to monitor this device. While the biomedical engineer was working on the unit, it spontaneously rebooted and began monitoring again. The customer send the unit in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) is experiencing communication loss issues with the remote monitoring station (rns). The central nurse's station (cns) is able to monitor this device. While the biomedical engineer was working on the unit, it spontaneously rebooted and began monitoring again. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) is experiencing communication loss issues with the remote monitoring station (rns). The central nurse's station (cns) is able to monitor this device. While the biomedical engineer was working on the unit, it spontaneously rebooted and began monitoring again. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) health system reported the bedside monitor (bsm-1733a sn: (B)(6) ) had a communication loss issue. The cns was able to see the unit but the rns could not. Additionally, when he was working on the unit, it displayed a blue screen and shut down. Upon follow up, customer clarified the "blue screen" was not really blue but was a software error alert page. It occurred upon selection of the "network" tab in the maintenance menu. After the alert page flashed, the bsm rebooted itself and began monitoring again. Service requested: repair. Service performed: physical evaluation: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Battery included no physical damage and battery included * verified complaint: the reported problem of "cns could see this unit but rns could not" was not duplicated. Retested the unit to check to see error history. The unit had no error data history. Check to see, if the unit rebooted itself. The unit is working good and no problem could be duplicated. Completion of repair the unit completed 24 hours of extended testing and operates to manufacturer's specification and the results were recorded on the attached maintenance check sheet. Investigation result: the bsm warranty began 12/30/18. The issue was reported after approximately 8 months at customer facility. Review of device sap history found no previously reported issues with the unit. Nka evaluation was unable to duplicate the reported issue or find any issues with the unit. Possible contributing factor includes that which cannot be troubleshot within nka test environment, such as customer's network. Unit has no history of reported issues. From the information available, the root cause could not be confirmed. Review of customer's tickets opened for "bsm-1733a" units found no adverse trend of communication loss or rebooting at the facility. Investigation conclusion: unit has no history of reported issues. From the information available, the root cause could not be confirmed. Review of customer's tickets opened for "bsm-1733a" units found no adverse trend of communication loss or rebooting at the facility.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) is experiencing communication loss issues with the remote monitoring station (rns). The central nurse's station (cns) is able to monitor this device. While the biomedical engineer was working on the unit, it spontaneously rebooted and began monitoring again. The customer send the unit in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) is experiencing communication loss issues with the remote monitoring station (rns). The central nurse's station (cns) is able to monitor this device. While the biomedical engineer was working on the unit, it spontaneously rebooted and began monitoring again. No patient harm was reported.